Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a zta-p-26-105 was implanted in a 30-year-old patient with a blunt traumatic aortic injury (btai) after mva (motor vehicle accident). During a two year post-operative follow-up computed tomography angiography (cta), a in-graft thrombus was detected. It is reported, that there was no pre-existing thrombus in the patient prior to procedure and that no difficulties experienced in the initial implant procedure. The patient is being anticoagulated, no intervention is performed by now, however relining have been discussed. An imaging review was performed by cri (cook research incorporated) based on imaging from computed tomography angiography procedure (B)(6) 2024 and a complaint report dated 30sep2024. It is the imaging reviewer's impression that: "nonocclusive sheetlike thrombus in the endograft is confirmed. The report implies that prior imaging did not demonstrate thrombus." Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information, an exact cause cannot be established. However, thrombus formation has been known to occur in btai patients as the device is not intended for use in this patient population. The instructions for use states, that risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: most recent imaging has shown thrombus formation within the zta graft. Patient outcome: no information on intervention at this stage.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.